Manufacturer narrative:
(B)(4). Other device used: manufactured by (B)(4), catalog #00875201036, continuum, trilogy it, allofit it liner, lot #62770417. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to infection.

Manufacturer narrative:
This report is being amended to reflect changes in sections. Other device used: catalog #00771101140, m/l taper stem, lot #62135156; catalog #00875705201, continuum shell, lot #62959657 no devices or photos were received; therefore the condition of the devices is unknown. The reported devices are used for treatment. The devices were in-vivo for 11 days. The devices were used in an approved and compatible combination. Operative notes for the procedure noted that excisional debridement of the skin, subcutaneous tissue, muscle and bone of the left hip joint was conducted and necrotic tissue was removed down to healthy appearing tissue. No complications were noted. Operative notes for the procedure noted exudative material extending into the subcutaneous tissue from deep to the fascia. The femoral and acetabular components were noted to be stable. Debridement and irrigation of the wound was conducted. Head and liner were exchanged. Review of complaint history identified one additional complaint for the liner, stem and shell part-lot combinations, for this patient. No previous complaints were noted for the head part-lot combination. Sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection.